Event description:
It was reported that the user awoke with a blood glucose of 58 mg/dl, confirmed by fingerstick, after exercising earlier while the ilet was paused, and the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia. Outcomes included resolution with oral glucose. Investigation included complaint intake review and user education on hypoglycemia recognition and treatment, including the importance of resuming insulin delivery and considering exercise effects. Investigation of this case revealed no device malfunction reported or confirmed, and the event was consistent with hypoglycemia of unclear etiology in the context of recent exercise and a paused system. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.